Manufacturer narrative:
The lot number of the product in use at the time of the event is unk. The last shipment to the clinic included the lot number c409110501; two devices from the same lot number were evaluated. Chemical testing was performed according to quality assurance procedures and both devices performed according to specifications.

Event description:
Within minutes of initiating the hemodialysis treatment, the pt became hypotensive, had a decrease in oxygen saturation and became unresponsive. Treatment was immediately terminated, the blood was returned to the pt and he was given a bolus of 500ml of normal saline. The pt regained consciousness and was transferred to the hospital for further treatment and observation. The pt was new to dialysis; this was his 7th hemodialysis treatment and the previous treatments were uneventful. The physician caring for the pt has concluded that the pt experienced type 1 dialyzer reaction to the gambro polyflux revaclear dialyzer. The pt has been switched to a gamma-sterilized dialyzer containing a cellulose diacetate membrane and has had no further events.